Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced pain on inspiration post operatively. Perforation and pericardial effusion were noted on echocardiogram. Pericardiocentesis was performed with 250ml drained. The right ventricular (rv) lead was revised from the septum to the rv apex. The right atrial (ra) lead was also revised. Both leads remain in use. No further patient complications have been reported as a result of this event.